Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of needle. The following information was provided by the initial reporter, translated from japanese to english: the customer found that there was no pink-colored safety shield onto a product.

Manufacturer narrative:
Medical device lot #: 9177725 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ blood collection needle the safety shield broke off of needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer found that there was no pink-colored safety shield onto a product.